Event description:
The customer reported via email that she was hospitalized due to diabetic ketoacidosis. The customer was advised to call the helpline to perform troubleshooting on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.